Manufacturer narrative:
H3: product analysis of the device found that visually, the pouch was open from 2 of 4 sides when returned. When returned, the tube was secured onto the tray, the inflation was wrapped around the tube, and the wire harness had a paper tape intact. The red/white electrode was inside the envelope while green electrode was placed inside the pouch without an envelope. There was no protective sponge over the green electrode needle, needle was exposed when returned. Functionally, a syringe was used to inject 20cc of air into the cuff, and the cuff inflated/deflated with no issues. There were no signs of air leakage observed. Furthermore, the inflated cuff was submerged in the water for leak observation, and there was no leakage observed. The inflation assembly was also submerged in the water for leak observation and found no leakage. There were no reported issues found regarding the returned device. In the returned condition, there was no out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that for thyroid surgery, when the nerve monitoring endotracheal tube was unpacked, the cuff was found to be leaking air and it could not be used. The leak test was performed, inflated the cuff with the 5 ml syringe and the air leakage was found. Replaced with another endotracheal tube to complete the surgery. There was no patient involved.